Event description:
Patient had an olecranon osteotomy performed as part of a distal humerus open reduction internal fixation approximately two months ago, approximately (B)(6), 2013. Patient was implanted with a 3.5mm locking compression hook plate. Healing failed while the patient was shoveling snow. The plate was removed and replaced with a variable angle proximal ulna plate during revision surgery on (B)(6) 2013. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Cancer, currently treated with chemo and radiation, hypertension.

Event description:
It was noted the hooks did not hold.

Manufacturer narrative:
This device used for treatment and not diagnosis. Additional device info: this report is on an unknown plate, part and lot numbers are unknown.. PMA/510 (k): without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.